Manufacturer narrative:
Additional information stated that the physician explanted the old ipg and re-implanted the patient with a new ipg. The patient is reportedly doing well following the procedure. The ipg passed visual, electrical, photographic imaging and performance tests performed. The complaint of the difficulty charging the ipg was not confirmed. The ipg exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. The battery is depleting its charge at a rate that is typical ipg battery depletion rate. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.

Event description:
A report was received that the patient was having difficulty charging his ipg. After several attempts at troubleshooting it was determined that the ipg pocket is too deep. A pocket revision has been recommended.

Event description:
A report was received that the patient was having difficulty charging his ipg. After several attempts at troubleshooting it was determined that the ipg pocket is too deep. A pocket revision has been recommended.